Manufacturer narrative:
(B)(6) the sample was not available for return; however, the customer provided a photo for evaluation. A visual inspection test was performed on the photo. The complaint description states that the reported issue was detected during use; however the received photo is showing an unused sample in the original packaging, and part of the packaging of a different sample. Complaint verification testing could not be performed as the actual sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "one of my anaesthetic nurses opened the packaging of a hudson mask and handed it to the anaesthetist who applied it to the patient's face. A moment later she noticed something fluttering inside the mask. It was found that a part of the packaging was inside the mask." No patient injury/harm reported.